Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the tip of the force bipolar instrument broke while being used inside the patient. A fragment from the instrument fell inside the patient but was successfully retrieved during the same procedure. The instrument was then removed from the patient. A portable x-ray confirmed there were no remaining fragments within the patient. The procedure was completed and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: b, c, d. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. Fa found the primary finding of instrument grip cables broken-distal to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 15.77mm was found to be broken off. The broken piece was not returned with the instrument. Additionally, the instrument was found to have a broken conductor wire broken inside the yaw pulley, within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting; which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.